Manufacturer narrative:
(B)(4) at the time of this report, the date of the event is unknown. (B)(6). The field service specialist (fss) visited customer site to inspect the unit. Fss replaced instrument manager to resolve the issue. Fss performed the field service checklist, which the unit passed all functional tests and it was found to meet amo specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
The customer initially reported blank screen at start up with the whitestar signature system. Additional information indicated that the system did not freeze as the mouse arrow was visible by touching the screen, but that the system did not start up and had a blue screen. There was no patient involvement reported and no patient treatments delayed or cancelled.

Manufacturer narrative:
A record review was performed. A product deficiency review was performed and there is no product deficiency identified. Trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. All pertinent information available to abbott medical optics has been submitted.